Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, it could see a part of foreign object was coming out from the air/water nozzle. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc presumed there was the possibility this phenomenon was attributed to insufficient reprocessing or handling for the subject device by the user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device. The subject device had been returned from the user because the air/water feeding of the subject device was abnormal. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.